Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are a s follows: date: (B)(6) 2014; inratio2 inr: 3.5; laboratory inr: 11.0; therapeutic range: 2.0 - 3.0. The exact time between testing was 1.5 hours. Reportedly, the first drop of blood was not used. The pt was hospitalized due to the idr result. Light headedness and nose bleed. The treatment (if any) and diagnosis is unk. As of (B)(6) 2014, the pt remained hospitalized. Though requested, there was no add'l info provided.

Manufacturer narrative:
Investigation pending.